Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit, failure of the electrical board inside the scope connector, and/or the other devices.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed. In the evaluation of olympus service operation repair center (sorc) the following was confirmed, bending section rubber scratches. The bending section rubber adhesive is chipped. Insufficient curvature angle. Scratches on the control section and up/down plate. Dirt that is difficult to remove on the control section and remote switches. Scratches on the universal code. Scratches on the video connector, light guide connector, light guide cover glass surface, and video connector case. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.